Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The pump was unable to verify for weak battery alarm and unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, test and all operating current measurement due to blank display. The pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display and weak battery. The customer's blood glucose level was unknown at the time of the incident. The customer reported corrosion at the bottom of the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.